Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient registered into device registration was different than the patient's name listed on the remote monitoring network report. The correct report with the correct patient's name will be faxed for review. The network remains in use. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.